Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the trunk cable was cut which damaged the yellow (pgnd), and white wires. The cause for the test failure is the damaged cable and wires. The root cause of the damaged cable and wires cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged cable and wires. The last person to use this belt did not report any deficiencies.

Event description:
Review of svc data detected a reportable event. During servicing, belt sn (B)(4) failed the hi-pot and insulation testes. The last pt to use this monitor did not report any deficiencies.